Event description:
It was reported that when the patient's vns device was initially turned on after surgery, he had intolerable voice alteration and vomiting occurring with stimulation. The device was turned off and the symptoms went away. Programming history was reviewed and shows that the device has been off since 2004. Attempts for further information have been unsuccessful to date.